Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, remote manager failure, resulting in the refrigerator door failing to open approximately every other time the nurse attempted to remove a medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failed. A field service engineer (fse) replaced the latch with new microswitches on the remote manager and tested the unit in test mode. The customer then recovered the door successfully. The system functioned as intended after the field service engineer repaired the device.